Event description:
During the evaluation of the device at the manufacturer's service center, an error code 110, 165 and 291 were observed. The customer has requested no repairs to the device to be done. The inlet airpath assembly and removable air path foam were replaced per remediation.